Event description:
The customer returned the product for rusted battery springs, during device evaluation, a delaminated downstream occlusion (dso) was found. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. The service history review identified no relevant service history. Visual inspection identified a delaminated downstream occlusion (dso) and the upstream occlusion (uso) seal was buckling. The motor was also found to have over 6 million revolutions. The dso and motor were replaced. The uso/dso sensor was calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.